Event description:
Info received indicates the brakes are not holding at the head section of the stretcher when engaged.

Manufacturer narrative:
The technician reported that the brake casters on head section wouldn't adjust due to age. He replaced both head casters to repair the stretcher.